Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
(B)(4). The hospital reported that during an endoscopic vein harvesting procedure, hs iii proximal seal system 3.8mm did not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. (B)(4). "Heartstring did not deploy".

Manufacturer narrative:
On 04/07/2016 03:38 pm (gmt-4:00) added by (B)(6): (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. The delivery device was returned without the loading device. The tension spring assembly remained in the delivery tube with the seal extended outside the tube. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. Blood was visible in the delivery device indicating that there was attempt to deploy the device into the aorta. Based on the received condition of the device we were not able to measure the delivery tube dimensions. The reported complaint ¿failure properly deploy¿ was confirmed. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system.

Event description:
On 02/26/2016 05:18 pm (gmt-5:00) added by (B)(6): the hospital reported that during an endoscopic vein harvesting procedure, hs iii proximal seal system 3.8mm did not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. On 02/26/2016 05:58 am (gmt-5:00) added by (B)(6): "heartstring did not deploy".